Manufacturer narrative:
The complaint investigation for a falsely elevated potassium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Data provided for the patient showed that the repeat results were lower using the same lot of reagent. Quality control (qc) results were also within range at the time of incident. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the conc ict diluent, list number 02p32-50 lot number 03106un24, on the architect c8000 analyzer, serial number (B)(6), was identified.

Event description:
The customer observed a falsely elevated potassium result for a 3-month-old female patient on an architect c8000 analyzer. The following data was provided (customer¿s reference range for infants is 4.1-5.3 mmol/l): sample ID (B)(6) initial result was 7.0, repeat result, on another analyzer, was 5.3 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result for a 3-month-old female patient on an architect c8000 analyzer. The following data was provided (customer¿s reference range for infants is 4.1-5.3 mmol/l): sample ID (B)(6) initial result was 7.0, repeat result, on another analyzer, was 5.3 mmol/l. There was no impact to patient management reported.